Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Access was obtained via anterograde approach using a sheath. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left plantar artery. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, the balloon catheter stopped advancing at the distal part of the lesion. During first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote fc mr balloon catheter. No patient complications were reported and the patient's status was good.